Event description:
The recipient was reportedly experiencing sound quality issues and overly loud sound. Programming adjustments were made; however, this did not resolve the issue. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was sliced near the electrode ground ring and array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed some of the electrical tests performed. The device passed all of the mechanical tests performed. Scanning electrode microscopy analysis of the electrode revealed damage to the parylene wire coating on several electrodes adjacent to contact pads. Damage to parylene wire coating was found on multiple electrodes adjacent to contact pads within the array. This is believed to have contributed to the sound quality issues reported. A corrective action has been implemented. This is the final report. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
External visual inspection revealed that the electrode was sliced near the electrode ground ring and array prior to receipt. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was sliced near the electrode ground ring and array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. This is an interim report.